Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right superficial femoral artery (sfa). The 100% stenosed chronic total occlusion target lesion was located in the mildly tortuous and severely calcified left sfa. A 6fr 45cm non bsc sheath was placed. After the non bsc guide wire and an unspecified micro catheter crossed the target lesion, the 3.0mmx40mmx135cm sterling balloon catheter was advanced. The balloon was inflated however it ruptured at 14 atmospheres on the first inflation. The procedure was completed using a 4mm x 4cm non bsc balloon catheter and implantation of a 7mm x 6cm non bsc stent. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).